Event description:
Physician used a 6.0 x 100mm angiosculpt device to treat the superficial femoral artery (sfa). Upon removal, the physician noted the scoring element separated from the balloon but stayed on the wire.

Manufacturer narrative:
The angiogram revealed a significant flow-limiting dissection in the ostium of the left sfa which required placement of stent. The result was excellent with runoff to the foot. This resulted in additional medical intervention performed by the physician. The angiogram, cath lab log, and cath lab report were received for evaluation. The left sfa was occluded at the ostium, but the physician was able to cross the lesion after the use of multiple guide wires. A 5.0 and 6.0 x 100mm angiosculpt device were used to dilate the left popliteal, left sfa and left common femoral artery. Aspiration thrombectomy and balloon angioplasty of the profundus was performed with good results. The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal inner member of the balloon detached from the distal bond at the balloon tip seal bond. There is evidence of necking at the distal end of the balloon. No portion of the angiosculpt device separated from the catheter. Based on the lab analysis, the necking at the distal end of the balloon suggests that the device experienced exertion of force.